Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a prong broke off a trial inserter during impaction. The disc space was too collapsed, and the trial was unable to be inserted into the space. The surgeon used a different method to complete the procedure since the disc space was so small. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned inserter was examined. One of the distal tines had fractured as reported. The cause of this event can likely be attributed to the patient having a collapsed disc space that was too tight for insertion. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a prong broke off a trial inserter during impaction. The disc space was too collapsed, and the trial was unable to be inserted into the space. The surgeon used a different method to complete the procedure since the disc space was so small. There were no reports of patient impacts associated with this event.